Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained 3 sets of electrode pads to continue treating the patient which did not adhere firmly to the patient. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: zoll medical corporation evaluated the unopened electrode pads provided by the customer and the reported malfunction was not replicated or confirmed. The electrode pads were inspected for abnormalities, as well as the retained electrodes from the lot, and no irregularities were observed. The actual electrode pads used in the event where not returned for evaluation. Communication with the customer was unable to provide any further information regarding the degree of the burn, patient skin integrity and photographs of the event or device details. However, zoll medical electrode labelling calls out the importance of proper placement on the patient and provides instructions for proper electrode application technique. Poor adherence and/or air under the electrode pads can lead to the possibility of arcing and skin burns. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained 3 sets of electrode pads to continue treating the patient which did not adhere firmly to the patient. Complainant indicated that the patient subsequently expired.